Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. The guidewire was not moving back into the catheter when the catheter was transferred from the left superior pulmonary vein (lspv) to the left inferior pulmonary vein (lipv). The catheter array was undeployed from the flower shape to the basket shape and then to the neutral state to check if the guidewire was caught. The guidewire was still not moving in the catheter despite undeploying the array. The catheter and guidewire were removed from the patient. The guidewire was pulled once it was outside the body, and it came unwrapped but remained stuck in the lumen of the catheter. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection of the farawave catheter, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all tests performed, showing no evidence of the reported failure. One picture attached to the complaint underwent media inspection, which showed the cage spline on flower deployment and the guidewire deformed. The reported clinical observations were not confirmed by the analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. The guidewire was not moving back into the catheter when the catheter was transferred from the left superior pulmonary vein (lspv) to the left inferior pulmonary vein (lipv). The catheter array was undeployed from the flower shape to the basket shape and then to the neutral state to check if the guidewire was caught. The guidewire was still not moving in the catheter despite undeploying the array. The catheter and guidewire were removed from the patient. The guidewire was pulled once it was outside the body, and it came unwrapped but remained stuck in the lumen of the catheter. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.